Event description:
Physician performed a scheduled hysteroscopy. Upon completion, the pictures did not print. The assistant nurse manager went to the operating room to check the storz aida, which captures the pictures, and the case could not be found. Biomed was notified as well as the storz rep. Both inspected the aida and it appeared to be working correctly, however the pictures could not be located. The storz rep determined that this problem occurred due to user error. If the aida is not set on the "capture" tab, pictures will not be saved. The nurse in the room was given a brief in-service and a staff in-service has been set up. Physician was informed and she was very upset. She stated that this was a patient that needed to have pictures and she was concerned that the patient would even make it a legal matter. The following case and the rest of the day, all pictures printed with no issues. The equipment was not sequestered due to the fact that it was user error and otherwise works well. An in-service was set up by the storz rep, so that staff can be reminded of how to properly set up the aida before cases to guarantee pictures are captured. This equipment is still new following the construction of the operating rooms and more education is needed.